Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) has been completed. Upon evaluation the monitor failed a pulse test. The monitor fired a monophasic pulse and then reset during testing. The cause for the failure was isolated to the monitor defibrillator board. An ongoing root cause investigation into the monophasic pulse and pulse reset issues is underway. No adverse event resulted from the defective monitor.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn: (B)(4) failed a pulse test.